Event description:
The user is reportedly suffering from an infection and an abscess at the site of the implant. The user's device extruded through the skin on (B)(6) 2022, reportedly the infection has healed off. Reportedly the infection at the site of the implant has healed off on (B)(6) 2022, however because the skin was very thin the clinic believed a revision surgery, which involved the explantation of the device, was needed to debride the site. The user was reimplanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report the device was explanted because of an infection with subsequent extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Event description:
The user was reportedly suffering from an infection and an abscess at the site of the implant. The user already felt discomfort while using the device in (B)(6) 2022 and on (B)(6) .2022 the user was seen at the clinic with the device nearly extruding. The user was hospitalized on (B)(6) 2022 and the device eventually extruded through the skin on (B)(6) 2022. Reportedly, the infection has healed off as of (B)(6) 2022, however because the skin was very thin the clinic believed a revision surgery, which involved the explantation of the device, was needed to debride the site. Cultures confirmed an infection with shewanella sp and propionibacterium acnes. The device was explanted on (B)(6) 2022 and the user was re-implanted on (B)(6) 2022.